Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead noted impedance measurements greater than 3,000 ohms. X-ray confirmed that the lead was fractured. As a result, a revision procedure was scheduled. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.